Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices, guidewire positioning), patient factors (female gender, advanced age ¿ 89 years, fragile tissue) likely contributed to the lv perforation and subsequent pericardial effusion drainage and open surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, as the 23mm commander delivery system crossed the aortic valve, it was noted that apex was under tension at the tip of the wire. The blood pressure (bp) then dropped to the 30¿s mmhg to 40¿s mmhg and an increasing pericardial effusion was noted on tee. A 23mm sapien 3 valve then was deployed in a final 80:20 aortic/ventricular (a/v) position with 1 ml less than nominal volume. Post valve deployment, a ¿shock state¿ was prolonged and cardiac massage was performed. During left ventricle (lv) imaging, a leak of contrast agent from the lv into the pericardium was noted. It was judged that a perforation of the lv by safari guidewire had occurred. A pericardial puncture was performed simultaneously with percutaneous cardiopulmonary support (pcps) insertion. 130 cc of blood was drained from the pericardial effusion. Approximately 15 minutes post valve deployment, the hemodynamics recovered. The bleeding from the pericardial drain was sustained and the patient was transferred to open surgery. A median sternotomy was performed and the lv injury site was identified. The back wall of the lv was observed to be torn. Hemostatic treatment was performed by applying and sticking surgicel new knit, tachosil, hydrofit, bioglue together with the suture treatment. After confirming hemostasis at the injury site, a drain was inserted and the wound was closed. The patient was returned to the ICU, intubated. The valve remains implanted in the patient. The native annular diameter measured 18mm by tee. Moderate valvular calcification and no aortic root calcification was reported.